Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. X-rays were reviewed and narrative of guide wire breakage could be confirmed from provided pictures. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure for dens fracture on (B)(6) 2019, three (3) guide wires broke off while making the trajectory. One piece was left in the dens, past the fracture hearth. Thus, the patient can no longer have a nuclear magnetic resonance (nmr) scan as the piece will interfere with the result. Fragments were generated and easily retrieved. There was a surgical delay of 45 minutes. The procedure and patient outcome were unknown. This report is for one (1) 1.25mm guide wire 200mm. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 292.020.01 lot: 2l28928 manufacturing site: (B)(4) release to warehouse date: 08 nov 2018 lot 2l28928 was manufactured from blank 60010013 lot 1l83562 supplier (B)(4) release to warehouse: 01 oct 2018 the raw material certificate was reviewed and the used material was according to iso-5832-1 specification. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection:the tip of the guide wire is broken as complained. Approximal 3.5cm of the distal trocar tip is broken off; the broken off part was also returned for investigation. Dimensional inspection:the outer diameter measured near the breakage which comply with the specifications per relevant drawing. Drawing/specification review: the returned guide wire was manufactured in nov 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Material /hardness review: the review has shown that with 1.4441 stainless steel the correct material was used; the used material was according to iso-5832-1 specification for implants for surgery. Summary: the complaint condition is confirmed as the tip of the guide wire is broken. This production lot (2l28928) was manufactured in november 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the guide wire breakage could not be determined. Risk documentation review confirmed that this complaint condition is adequately covered by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that one of the pieces of the broken kirchner wires couldn't be removed. This report captures synthes spine device while related complaint pc-000398957 captures remaining two (2) synthes trauma devices. This is report 1 of 1 for complaint (B)(4).